Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device identified distal stent damage. Struts on the first 3 rows from the distal end were bunched. The tip was slightly flared. This type of damage is consistent with guidewire movement during attempts to cross the lesion. No issues were noted with the balloon section of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Kinks were identified in the lumen. No other kinks or damage were noticed along the shaft of the device. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. Attempts to insert a product mandrel were unsuccessful due to the presence of contrast media. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the right femoral artery. The 3.0x28mm de novo lesion being treated was located in the severely tortuous and moderately calcified circumflex (cx) artery. Lesion involved a significant bend greater than 90 degrees. Lesion was predilated with unknown 2.0mm balloon. A 3.0x32 taxus liberte mr stent delivery system (sds) was advanced and would not cross the lesion. Buddy wire technique was then used and again the sds would not cross the lesion. Upon removal, flaring to the proximal edge of the stent was noted. The procedure was completed with a different non-bsc device. No patient complications were reported and patient status is ok.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the right femoral artery. The 3.0x28mm de novo lesion being treated was located in the severely tortuous and moderately calcified circumflex (cx) artery. Lesion involved a significant bend greater than 90 degrees. Lesion was predilated with unknown 2.0mm balloon. A 3.0x32 taxus liberte mr stent delivery system (sds) was advanced and would not cross the lesion. Buddy wire technique was then used and again the sds would not cross the lesion. Upon removal, flaring to the proximal edge of the stent was noted. The procedure was completed with a different non-bsc device. No patient complications were reported and patient status is ok.